Event description:
It was reported that the patient experienced difficulty charging and took too long to charge the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to initial MDR in blocks: e1, g4, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code: qrb.

Event description:
It was reported that the patient experienced difficulty charging and took too long to charge the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.